Event description:
Revision surgery - due to a failed rotator cuff.

Manufacturer narrative:
The reason for this revision surgery was to remedy a rotator cuff failure after 7.3 years of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was sent to pathology and not returned to djo surgical. A review of the device history records showed one non-conforming material report associated with this product for oversized features; the parts were deemed acceptable. A review of the product complaint report history shows this is the second complaint for this part number: one due to instability and one due to trauma. This is the first complaint for this lot number. The root cause for the rotator cuff failure could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.